Event description:
Customer called to report 2300, s. Loader step feed failure on the aia-900. Customer states the error occurred upon turning on the analyzer this morning. Customer has tried rebooting but the error occurs. Analyzer is down, customer runs e2. Fse dispatched.

Manufacturer narrative:
Customer called to report 2300, s. Loader step feed failure on the aia-900. The error occurred upon turning on the analyzer in the morning. Customer tried rebooting, but the error occurs. Customer had opened the sample loader cover to look for any possible cause. Via phone, fse guided customer to adjust x1 sensor flag and tested in maintenance by performing a rack rotation test. The customer ran qc and stated all within specification. The analyzer was operating normally, the customer returned the analyzer to normal operation.